Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted after evaluation in the emergency room for complaints of coke colored urine. The patient was admitted and started on heparin gtt. Ldh>1600. The patient had a hemolysis work up CT, echo, and ramp study. The left ventricle was dilated with av opening every beat, no changes with ramp study. The patient underwent a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.